Event description:
Pt received from out lying facility being manually ventilated with ambu bag - placed on 840 vent, alarm sounded, set taken off vent and manually bagged with 100% o2 via ambu bag. System check performed, at the same time pt checked and found to be in pea; CPR initiated and code blue called, pt expired. Pt was on ventilator approximately 20-30 secs before taken off and manually ventilated.